Event description:
While requesting assistance with programming a replacement insulin pump, customer reported that she had recently been hospitalized due to high blood glucose levels and ketones. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.